Event description:
On (B)(6) 2010 cystocele repair with ams elevate mesh kit. The first ams elevate kit was removed during this surgery as it did not hold tension. Information on first kit, lot #676879015, catalog #7200093-01, sn (B)(4), exp 09/22/2013. The second one implanted was listed in this report. I woke up to immediate pain, pudendal nerve damage. On (B)(6) 2011 surgery to remove mesh. Physical therapy, saw 4 doctors in state. Then traveled to (B)(6), surgery, nerve blocks, botox, physical therapy. Another surgery sacrocolpopexy, rectocele repair. P.t. (B)(6) two surgeries neuromodulator implanted, continued physical therapy. Five plus years of doctors appointments, traveling to 2 out of state specialists and still experience chronic pudendal nerve pain.